Event description:
Information received indicates the bed has no trendelenburg or reverse trendelenburg function.

Manufacturer narrative:
The technician replaced the broken pilot link and bent pivot plate to repair the bed.